Event description:
It was reported that the device failed temperature test. The result for display temperature was 39.9 celsius, the actual temperature was 39.7 celsius which failed, and the tolerance was 41.9 [+/-0 .1 c]. The event occurred during preventive maintenance. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: unknown h3 and h6. Codes: updated. One device was received for evaluation. Full functional testing could not be completed, and the reported problem was unable to be verified as the device failed electrical safety analyzer and there was too much damage to the device. The root cause is unknown. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.